Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. Customer reported having a headache at the time of the call. Customer stated that he obtained hi non-fasting yesterday and immediately went to the ER; customer was feeling dizzy and had a headache before going to the ER. Customer stated about 15 minutes after they performed a blood test at the hospital and got a result of 354 mg/dl non-fasting on their meter; the lab test result was 366 mg/dl. The diagnosis was high blood glucose and customer was given insulin. Customer was only at the hospital for about 1 hr. And a half; after returning home 15 min later, he performed a blood test on his meter and got a result in the 400s mg/dl. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/25/2026 and open vial date is week prior to the call. The meter memory was reviewed for previous test result history: result 1: 250 mg/dl, date: (B)(6) 2025/ time: 756am fasting, result 2: 408 mg/dl , date: (B)(6) 2025 time: 1138pm fasting , result 3: hi , date: (B)(6) 2025 time: 946pm non-fasting, result 4: 278 mg/dl, date: (B)(6) 2025 time: 209pm fasting , result 5: 239 mg/dl , date: (B)(6) 2025 time: 822am fasting, result 6: 280 mg/dl , date: (B)(6) 2025 time: 802pm unsure.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes-headache and seeking medical attention (ER). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.